Event description:
Boston scientific received information that after a device replacement procedure, right ventricular (rv) defibrillation lead (model/serial (B)(4)) exhibited a normal shock impedance measurement. Approximately (B)(6) week(s) later, the rv lead exhibited a high out of range shock impedance measurement. The patient was admitted to the hospital to be monitored for a one-week period, and a revision procedure was scheduled. A boston scientific technical services (ts) consultant was asked to review information that was saved from this implantable cardioverter defibrillator (ICD) memory. The ts consultant said that given the short time between the procedure and the high impedance measurement, it was possible that there was a lead/ICD connection issue. All tested shock lead configurations resulted in a high out of range shock impedance measurement. During the revision procedure, the physician said that the lead was inserted fully into the ICD header and the air was released in the previous procedure. However, when the physician pulled on the lead lightly, without loosening the setscrews, the lead easily came out of the ICD header. It was suspected that the setscrew had not been tightened completely in the previous procedure. The setscrews were tightened and the procedure was concluded with no further issues. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.